Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jun2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with rigors and feeling unwell. Intravenous antibiotics (benzl penicillin) were started. Blood cultures showed entreococcus faecalis. The source of the infection was unconfirmed. The device operated as expected. The infection was treated as active endocarditis. The patient was to be on 6 weeks of intravenous antibiotics then step down to oral. The plan of care was long term antibiotic suppression and work up for transplantation.